Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported that the ipg was shutting off unexpectedly. Troubleshooting has not been able to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
The ipg was shutting off unexpectedly. Troubleshooting has not been able to resolve the issue. The patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event for therapy turning off by itself was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.